Event description:
Lead integrity alert (lia), lead noise, elevated sensing integrity counter (sic). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).identification of the lead not possible: no model serial number etc.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.